Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cup impactor handle from a pinnacle core case 48-62mm consignment tray broke during the implantation of the femoral cup (shell). The strike portion of the impactor broke off as surgeon was striking it with a mallet, while performing the final seating of the cup. All of the pieces were retrieved. Surgical delay 2 minutes. All pieces retrieved.

Manufacturer narrative:
Product complaint # : (B)(4). Examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.